Event description:
The patient reported exposed and frayed wires on the handheld cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. It is unknown if it was unseated during use, shipping or during decontamination process. External and internal visual inspections of unit revealed detached handheld cord. A golden handheld was used due to the returned handheld cable was cut off from unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using the returned jacs modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be pes handheld device cord is damaged.